Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl at the time of incident. Blood glucose level at the time of call was 400 mg/dl. Troubleshooting was not performed for high blood glucose event. It was unknown whether customer used auto mode. The device will not be returned for analysis. No further patient complications were reported.